Event description:
It was reported by service report that the foot-end cover dimpled to a sharp point, and the power coil cord was spliced by the cover. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Results: damaged foot-end cover. Spliced power coil cord.